Event description:
The customer reported that the system displayed a "cine disk not available" error message and digital subtraction would not run. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard drive, cine bridge board and a cable were replaced. The system was tested and found to be working as intended and put back into service.